Event description:
The customer stated that she was having difficulty connecting the reservoir to the infusion set, and the reservoir may have leaked. The customer's blood glucose read "high" on the glucometer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.